Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during prep, the doctor noticed the sheath tip looked split. A destination was used with the product. The procedure was a success, and the patient was fine. Additional information was received on april 3, 2018. The procedure performed was carotid stenting. The sheath size used was 7fr. There where no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. While advancing the angio-seal over the wire toward the puncture site, the physician noticed a split in the tip on the angio-seal sheath. It was immediately taken off the wire and placed back on the table. It never entered the patient. A new 8fr angio-seal was opened, inspected, then prepped and deployed without issue.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in recall and the completed investigation. Correction/removal number has not yet been provided, please reference reporting # 3013394970-4/19/18-r-001. Terumo medical corporation has initiated a voluntary medical device recall of 240 units of angio-seal¿ evolution¿ product from production lots 5980075 and 5980077 due to the release of this product from our quality system prior to the completion of all the required process validation activities associated with a line transfer from abbott (formerly st. Jude medical) to terumo puerto rico. The release occurred in connection with angioseal product transferring from an interim distribution facility maintained by abbott to terumo's own regional distribution facility located in south haven, ms. This was discovered on april 4, 2018. As of april 17, 2018, 190 units of the 240 units released have been successfully retrieved and we have confirmation that the remaining 50 units were consumed. The one complaint received was unrelated to the validation failure, the basis for this recall. The device was not used on a patient. One 8f angio-seal hemostasis sheath was returned mated with the arteriotomy locator for evaluation. There was a split observed at the tip of the hemostasis sheath. As part of the investigation, method, manpower, material, equipment and environment were evaluated. All manufacturing processes were evaluated, and no potential cause was found. There is no use of manual cutter or razor on the process that could cause the condition on the component. All components are 100% inspected on each step of the process. A review of the material shop floor paperwork (sfp) for the hemosheath, was conducted and concluded that the product met all manufacturing requirements used on hemosheath process. A review of the material shop floor paperwork (sfp) for the tipped tube, was conducted and concluded that the product met all manufacturing requirements used on tipped tube process. The optical evaluation noticed longitudinal lines observed on the sample outer surface. These lines were presumed to be drawings marks produced during the extrusion manufacturing process, that could locally weaken the sheath longitudinally and result on split on sheath when excess force is applied during mating of the locator or high off axis forces are applied in situ. Terumo has deemed this event as manufacturing related.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the recall number.